Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a faulty/ loose connection near camera head causing ccu to error and screen to go off. Therefore, there was loss of image.